Event description:
The customer reported a questionable ft3 - free triiodothyronine result on one patient sample. The initial ft3 result on an elecsys analyzer was 14.7 pg/ml. The sample was repeated on a centaur analyzer with a result of 2.4 pg/ml. The customer would not provide information regarding which result or results were reported outside the laboratory. There was no death nor serious injury associated with this case. Neither the lot number nor the expiration date of the ft3 reagent was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). The customer tested, a new sample from the same patient and obtained the following results on a cobas e411 analyzer: tsh = 3.05 uiu/ml ft4 = 1.47 ng/dl ft3 = 11.99 pg/ml the lot number and expiration date of the ft3 reagent were not provided. There was no death associated with the event; the customer would not provide any information regarding whether or not the patient was harmed due to the event. The same sample was then provided to the manufacturer for investigation. After testing the sample by three different methods it was determined the most likely cause of the elevated ft3 was interference due to a high molecular weight protein. There was not enough sample to allow for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(4).